Event description:
It was reported that the patient possibly received inappropriate shocks for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.